Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the (hold) (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4), australia. Customer had recent machine contaminated with m.chimera and have reported that this device may have been cross contaminated by using hoses across both machines. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a 3t heater cooler tested positive for m.chimera from sample collected on (B)(6) 2022. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
Customer had recent machine contaminated with m. Chimera and have reported that this device may have been cross contaminated by using hoses across both machines. Through follow-up communication, livanova learned that the device was cleaned as per instruction for use. The h2o2 level is checked as recommended and prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and also after every operation; 3t aerosol collection set is replaced after the allowed use period. During use the device is placed inside the operation room with the fan positioned opposite to patient at an estimated distance of 2 meters from the surgery field. Based on the above fact and considering what was reported by the customer, a cross contamination between devices cannot be ruled out as root cause of the event.